Event description:
The customer reported that following a left and right heart catheterization in 2001, a vasoseal es was deployed over the arterial puncture and manual compression was held on the venous puncture site. No hematoma or bleeding was noted from either site following depoyment. On the morning of the third day, the patient began complaining of right groin pain. No bleeding or hematoma was observed at the puncture site. Later that evening the patient was sent to CT but due to the patient's pain and restlessness, the CT scan was not performed. When the patient returned to the patient's room the pt experienced shortness of breath and the pt's vital signs were deteriorating. A code blue was called and the patient went into st, pea, v-tach, and then v-fib and the patient was pronouced dead. An autopsy revealed a massive retroperitoneal bleed. It is important to note that the patient was on lovenox and was started on coumadin for treatment of pulmonary embolus.